Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported multiple intermittent occlusion alarms occurred. The customer's blood glucose (bg) elevated to an unknown value which was addressed with an insulin pen. The customer reverted to alternate insulin therapy.